Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer¿s blood glucose level was 158 mg/dl at the time of the incident. Customer stated that insulin was squirting out during manual prime process. Customer stated that they were not able to exit preparing to prime loop. Customer reports they were able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.